Event description:
It was reported that the patient had to press the buttons several times or the pump to respond.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to all buttons all required excessive force to activate, the up and down arrow button contacts were misaligned, the contrast button contact was inverted and misaligned, and there was evidence of adhesive/contamination under all key contacts.